Manufacturer narrative:
Evaluation summary: the report of insufficiency could not be confirmed due to condition of the valve as received. As received, the sewing ring and leaflets were cut out from the valve. The wireform and bands were returned and were intact. Three leaflet fragments that measured approximately 14mmx6mm, 10mmx5mm and 17mmx7mm were returned, along with fragments of sewing ring and host tissue. The leaflet fragments were not able to be matched up to the valve. X-ray demonstrated minimal calcification on some of the returned leaflet fragments. Host tissue was observed on the returned sewing ring.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation/insufficiency. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The root cause of this event cannot be conclusively determined with the available information. The explanted device was not returned for evaluation. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted for approximately 11 years, was explanted due to aortic insufficiency. The explanted device was replaced with another edwards bioprosthetic valve. The patient was taken to the ICU in critical, but stable condition. He underwent a tee and cardioversion due to atrial flutter on pod #7. The patient was discharged home on pod #8 in stable condition.